Manufacturer narrative:
As reported, the bard/davol optifix at fixation device is "defective". Multiple requests for additional information have been made however, information is limited, and at this time it is unclear what is meant by the alleged "defective". As reported, the optifix at device is being returned for evaluation; however at this time it has not been received. Based on the information available at this time, no conclusions can be made. The instructions-for-use supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Note, the date of event is considered to be a best estimate as 22-apr-2021 based on the date of awareness. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the device evaluation. The subject product was returned for evaluation. During functional evaluation by simulated testing, all the remaining twenty-three (23) fasteners deployed successfully with no issues found. The reported event that the "device was defective" was not reproduced during the sample evaluation. No manufacturing anomalies were found. The sample was found to function as intended. A review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date,(B)(4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during an unspecified procedure, the bard/davol optifix at fixation device was used. It is alleged that the device was defective. There was no reported patient harm or injury.

Manufacturer narrative:
As reported, the bard/davol optifix at fixation device is "defective". Multiple requests for additional information have been made however, information is limited, and at this time it is unclear what is meant by the alleged "defective". As reported, the optifix at device is being returned for evaluation; however at this time it has not been received. Based on the information available at this time, no conclusions can be made. The instructions-for-use supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. If/when the sample is returned and evaluated, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during an unspecified procedure, the bard/davol optifix at fixation device was used. It is alleged that the device was defective. There was no reported patient harm or injury.